Event description:
A critical alarm confirmed by telemetry was reported. It was due to a motor stall; on interrogation a motor stall and tube set was read. The stall occurred (B)(6) 2011 and any magnetic or emi interaction with the pump was denied. In addition it was stated that at the last refill they expected 3 ml of drug and the actual volume was 14.5ml. Pt experienced return of symptoms especially increased baseline pain. It was stated "difficult to access the pt". Drugs delivered via the device were morphine and bupivacaine.

Manufacturer narrative:
(B)(4).